Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2019)') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2019)). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2019)') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2019)). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal on ((B)(6) 2019)") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2019)). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2011 (discrepancy noted-as per pif). Date(s) of removal: (B)(6) 2018 (discrepancy noted-as per pif). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: pif received. Reporter information, reporter causality comment added. Annex f codes updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("left fallopian tube: reveals an embedded spring-like shaped metallic wire") in a 43 year-old female patient who had essure inserted (lot no. A34126) for female sterilisation. The patient had a medical history of dyspareunia, papanicolaou smear normal, miscarriage (1), vaginal delivery (3), parity 3, multi gravida, uterine fibroids, pelvic pain female, heavy menstrual bleeding, yeast infection, vaginal itching and overweight. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2402 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: discrepant essure dates reported: implanted date previously reported as (B)(6) 2012 and explanted date reported as (B)(6) 2019. However, in follow up from (B)(6) 2023, implanted date was (B)(6) 2011 and explanted date was (B)(6) 2018 (discrepant from the essure removal date reported). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.644 kg/sqm. [Pathology test] on (B)(6) 2019: diagnosis: uterus, salpingo x2, essure leiomyomas; intramural, submucosal and subserosal; largest 2.9 cm across. Adenomyosis, focal. Proliferative endometrium. Fallopian tubes with embedded spring-like shaped metallic wires. Two foreign bodies consistent with "essure" wires from previous tubal sterilization procedure, uterus and bilateral fallopian tubes, excision. Specimens: uterus, salpingo x2, and essure. Clinical data: intramural and subserosal leiomyoma of uterus. Gross description: the right intact fimbriated fallopian tube reveals a 3 cm in length by 0.1 cm in diameter spring-like shaped metallic wire located within the cornua and interstitium of the fallopian tube, the wire is not within the isthmus, ampulla or fimbriated end. Left fallopian tube: reveals an embedded spring-like shaped metallic wire measuring 3 cm in length by 0.1 cm in diameter. The wire is within the cornu and interstitium of the fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device (10074498). The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number and added .non drug treatment updated. Event device embedded added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("left fallopian tube: reveals an embedded spring-like shaped metallic wire") in a 43 year-old female patient who had essure inserted (lot no. A34126) for female sterilisation. The patient had a medical history of dyspareunia, papanicolaou smear normal, miscarriage (1), vaginal delivery (3), parity 3, multi gravida, uterine fibroids, pelvic pain female, heavy menstrual bleeding, yeast infection, vaginal itching and overweight. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2402 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: discrepant essure dates reported: implanted date previously reported as (B)(6) 2012 and explanted date reported as (B)(6) 2019. However, in follow up from (B)(6) 2023, implanted date was (B)(6) 2011 and explanted date was (B)(6) 2018 (discrepant from the essure removal date reported). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.644 kg/sqm. [Pathology test] on (B)(6) 2019: diagnosis: uterus, salpingo x2, essure. Leiomyomas; intramural, submucosal and subserosal; largest 2.9 cm across. Adenomyosis, focal. Proliferative endometrium. Fallopian tubes with embedded spring-like shaped metallic wires. Two foreign bodies consistent with "essure" wires from previous tubal sterilization procedure, uterus and bilateral fallopian tubes, excision. Specimens: uterus, salpingo x2, and essure. Clinical data: intramural and subserosal leiomyoma of uterus. Gross description: the right intact fimbriated fallopian tube reveals a 3 cm in length by 0.1 cm in diameter spring-like shaped metallic wire located within the cornua and interstitium of the fallopian tube, the wire is not within the isthmus, ampulla or fimbriated end. Left fallopian tube: reveals an embedded spring-like shaped metallic wire measuring 3 cm in length by 0.1 cm in diameter. The wire is within the cornu and interstitium of the fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device (10074498) lot number: a34126. Manufacture date: 2012-07. Expiration date: 2015-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.